Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1094, 1248. FDA patient problem code: 2199.

Event description:
It was reported that the smallbore 6 inch ext vlv tubing could not be flushed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues with the smart site extension tubing and the inability to flush the tubing. It seems to be all of the same lot number lot # 20075476. Item number ref#20039e."

Event description:
It was reported that the smallbore 6 inch ext vlv tubing could not be flushed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues with the smart site extension tubing and the inability to flush the tubing. It seems to be all of the same lot number lot # 20075476. Item number ref#: (B)(4)."

Manufacturer narrative:
After additional review, this report is a duplicate report of MFR # 9616066-2020-20325. This event has been over-reported.